Manufacturer narrative:
Terumo has received the device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that, during vein harvesting procedure, the vsp would not cauterize. As per user the patient was in for a coronary artery bypass grafting (CABG) x 4- while harvesting the vessels, the bovie quit cauterizing. Another bovie used without known harm to the patient. A medwatch report under uf/importer report # (B)(4) was received on feb, 9 2022. No known impact or consequence to patient. Product was changed out. Procedure was completed successfully with minor delay.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on february 24, 2022. Upon further investigation of the reported event, the following information is new and/or changed: additional device information - added expiration date, date received by manufacturer, indication that this is a follow-up report, follow-up due to additional information and device evaluation, device evaluated by manufacturer, identification of evaluation codes 10, 11, 3331, 213, 4315. The affected sample was inspected upon receipt with no visual anomalies observed. The sample was electrically tested and electrical resistances were found to be stable and within product specifications. A retention sample from the same product code and lot number combination was obtained. The retention unit was visually inspected, and no anomalies were noted. All electrical circuits were measured, and the electrical resistances were found to be stable and within the product specifications. As the event could not be replicated, a definitive root cause could not be determined. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.